Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (unknown dose and concentration) via an implantable pump for non- malignant pain and failed back surgery syndrome ¿ other. The patient noted that her alarm went off on (B)(6) 2017 due to low reservoir, she saw her health care professional on (B)(6) 2017 and the health care professional stated that the alarm went off because the reservoir was under 4cc, reservoir was at 3.8cc. The patient noted that the personal therapy manager(ptm) showed code 8615 (B)(6) 2017 which indicates that elective replacement indicator (eri) occurred, the patient was asking how to get that off her ptm and was told that it will continue to show up until the pump is replaced but the bolus will still be delivered. Patient then stated she is a high risk for surgery because of her heart and needed to find a health care professional that had hospital privileges as she needed the replacement surgery to be done at a hospital with a cardiologist and not a surgery center. Reportedly, the heart issues started in (B)(6) 2012, the patient was on diabetes medication and that¿s when they found out about her heart (pt noted chf-congestive heart failure). The patient was provided health care professional locator listings and was also to followup with her health care professional to find out who the company representative was in the area

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.